Event description:
It was reported while using 5 bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: as per account, needle felt plugged. Could not aspirate vaccine nor dispel vaccine from syringe. 5 out of 10 needles used were defective. Excessive force would be needed to administer med/vaccine through needles increasing the risk of injury to nurse or resident.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: 2179389 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 5 bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: as per account, needle felt plugged. Could not aspirate vaccine nor dispel vaccine from syringe. 5 out of 10 needles used were defective. Excessive force would be needed to administer med/vaccine through needles increasing the risk of injury to nurse or resident.

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided.